Manufacturer narrative:
The device was not returned to conmed, and although no device malfunction was reported, the device cannot be evaluated. However, the device was evaluated by the distributor and found the device to operate within normal range. Photographic evidence has been provided which confirmed the reported injury; the alternate site burn is in the patient's upper back. No malfunctions were reported for the concomitant device, and to date, they are not being returned to conmed for evaluation. This device was manufactured in 2015. The service history was reviewed and no data was found. A two-year review of complaint history revealed one other similar complaint for this product family and failure mode. A risk analysis was performed and found this failure mode and occurrence level to be consistent with predicted post market risk. The instructions for use for the system 5000, advises the user of the following warnings and contraindications. Heat applied by thermal blankets or other sources is cumulative with the heat produced at the dispersive electrode (caused by electrosurgical currents.) Choosing a dispersive electrode site that is remote from other heat sources may minimize risk of a patient injury. The patient should not be allowed to come into contact with metal items that are grounded or have an appreciable capacitance to earth (such as operating tables, supports, etc.) If a dispersive electrode or a.r.m. Alarm is sounded intraoperatively, physically confirm proper dispersive electrode attachment to the patient and confirm that the display falls within the set range. The instructions for use for the 410-2000 surefit, advises the user of the following warnings and contraindications. Some equipment and/or techniques fall outside the intended use of standard electrosurgery dispersive electrodes, such as application of high current, long activation times, or use of conductive fluid (e.g. Tissues ablation, joint ablation, etc.). In these high current procedures, there is a risk that excess heat may build up in standard dispersive electrodes which may result in patient injury or burns. Surefit dual dispersive electrodes are not recommended for use in high current procedures where the activation time and current exceed 30 a2s in any 60 second period. Ensure full contact of the pad with the patient's skin. Failure to achieve good skin contact by the entire adhesive surface may result in electrosurgical burns or poor electrosurgical performance. Due to the severity of the reported injury, additional investigation will be conducted to assess if the involved devices contributed to this injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the user facility that post thyroidectomy, using a 60-8018-sys the system 5000, the patient complained of back pain. Upon assessment, an alternate site burn was discovered on the patient's back. There were no reported surgical complications or delays. A 410-2000 surefit (medwatch 3007305485-2018-00074) and 130303a goldline pencil were involved in this incident. This report is being raised on the basis of a reported patient injury.